Event description:
After the implant of cypher, no-flow was observed. Poba was conducted. Then, aspiration was conducted and nicorandil and sodium nitroprusside were administered repeatedly. Then the blood flow improved. Then, iabp was inserted and the pt was transported to the ccu. No flow improved, and timi flow before the procedure was I, during the procedure was 3 and at the end of the procedure was 1. However, the heart function deteriorated compared to before the procedure. Then, iabp was removed from the pt, and moved to the general ward. The pt is in stable condition. On a later date, the pt suffered ventricular fibrillation and ventricular tachycardia. Cardiac arrest occurred for 10 minutes. All these were due to cardiac failure and are not related to cypher. Brain dysfunction occurred and the pt is still being hospitalized.